Event description:
Device was returned for service. During service, technician found broken mordant and a damaged connector. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the chuck jaw was broken due to improper handling. The mordant was broken and there was a damaged connector. Visual, functional and speed tests showed the mandrel has mordent broken due to excessive force exerted during procedure leading to more stress and breaking of the mordant. Burrs were detected in the extremities of the mordant, possibly due to excessive force exerted to process coupling of the milling cutter or because the milling cutter was bigger than the diameter specified making coupling difficult. Also for excessive force exerted, the connector presents deformation when coupled to the engine and actuated off center. The device was replaced and sent to customer on (B)(4) 2013. The complaint is indeterminate. (B)(6). PMA/510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.